Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited diagnostics anomaly. The device recorded rates above the programmed based rate and did not record the sensor data. The programming changes were discussed but has not be performed yet. No patient symptoms were reported.